Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing; the battery discharged as expected. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of data log file revealed that the battery discharge was as expected. Review of log file analysis revealed momentary disconnections involving battery bat858257, which did not lead to premature power switching events within analyzed period. Momentary disconnections will result in an audible tone or beep. Alarm log file did not reveal any anomalies. As a result, the reported beeping event was confirmed. However, the reported power switching and power consumption events could not be confirmed. The battery was lubricated prior to the release. The most likely root cause of the reported "beeping" event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: (B)(6) d9: yes, return date: 16-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial#: (B)(4). UDI #:(B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2020. Patient ime code(s): e2403, FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching seen with the controller and with one battery. The patient heard a single ¿beep¿ from the controller and that the battery exhibited draining while the controller was connected to the wall power. The battery was exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.